Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated that a covidien 24fr chest tube could not be attached to the connector of an ocean drain. Another drain was opened and they were able to attach the chest tube.

Manufacturer narrative:
The product was not returned for analysis. All adult drains have the same connector attached to the patient tube. There is no reason why one drain would fit and another would not. None of the subject patient tubes or finished drains are in stock, so a representative sample could not be pulled for analysis. The only tube set that would have a different connector is used on the pedi drains and the tubing size difference would preclude attaching a pedi tube set to a standard drain, as the drain ports sizes are different - the larger port on the standard drain would not accept the smaller tube diameter of the pedi tube set. Engineering summary/conclusion: no root cause could be identified. Unless the connector was changed by the user there is no reason why the original unit would not have been compatible with the catheter.